Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was switching off when going from AED to manual mode. There is no patient involvement.